Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method". Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Additional medication should only be taken if prescribed by the treating physician. If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted as directed by the treating physician." The occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.0 inr. After this measurement, the patient received venous antibiotics to treat the patient's lyme disease. Three hours after the laboratory test, a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. The patient's therapeutic range is 2.5 - 3.0 inr.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample. Testing results (quality control range = 2.5 = 3.1 inr): qc measurement 1 = 2.7 inr; qc measurement 2 = 2.6 inr; qc measurement 3 = 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification.